Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-21730, was found to be a duplicate report of mrn 1818910-2020-21017. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the bone to cement interface. Competitor cement was used. It was also reported that the loose tibia was in varus. Doi: (B)(6) 2013, dor: (B)(6) 2020, right knee.